Event description:
Reportedly, during pt use, the ventilator made a rattling sound. The pt was not manually ventilated but was transferred to another ventilator as a result of this event. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt info was not provided.